Event description:
It is reported that post op, patient was treated for an infection, the wound was drained, and the stem was exchanged.

Manufacturer narrative:
Evaluation summary: the sterilization process for all devices produced at zimmer are validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better, and are processed according to the validated sterilization process parameters and must meet all the acceptance criteria before sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. In addition, before each manufacturing lot is released, the "certificate of processing" from the sterilization supplier is reviewed for conformance. This certificate lists the maximum, minimum and actual gamma dose in kgy. In this case, no lot number was provided, therefore, the sterilization records could not be reviewed. While it is highly unlikely that the device contributed to the reported infection, the actual cause cannot be determined with the information provided. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.